Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with a cracked case on the display window corners, a cracked lcd window on the top left corner, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot. No cracks from the top of the screen to the bottom of the screen noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack from the top to the bottom of the screen. The customer reported that they had difficulty reading the screen. The customer's blood glucose was 255 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.